Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that one patient received an erroneous result when testing with a coaguchek xs meter (unknown serial number). On an unknown date, the patient was admitted to the hospital with low inr values such as 1.4 - 1.6 inr. The patient was treated with 60 mg. Of heparin every 12 hours. The patient was discharged from the hospital on (B)(6) 2019. The patient stopped taking heparin and continued with syntron treatment. On the morning of (B)(6) 2019, the patient's inr is 3.8 inr. On (B)(6) 2019, the nurse visited the patient and performed 3 tests on the patient using the meter that afternoon. The results from each of the three tests were > 8 inr. Samples for these measurements were collected from the same site after pricking the patient's finger. The doctor decided to suspend the patient's syntron treatment and visit with the patient the next day. On (B)(6) 2019, the patient went to visit the doctor and was tested using the meter, resulting with a value of 2.8 inr. At the same time, a sample collected from the patient was tested in the laboratory using a method from siemens, resulting with a value of 2.1 inr. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation. Relevant retention test strips (lot 364253) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.8 - 3.6 inr): qc 1: 3.3 inr, 3.4 inr; qc 2: 3.2 inr, 3.3 inr; qc 3: 3.2 inr, 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.